Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter and after 3 hours of use, poor irrigation was confirmed. A flush was attempted outside the patient¿s body, but poor irrigation remained unresolved. The issue was resolved by replacing the octaray to another one. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 16-oct-2025, bwi received additional information regarding the event. The irrigation issue was discovered when water was not flowing during catheter insertion. Flashing was attempted with a syringe, but it could not be performed. No error messages had occurred. The issue was related to the octaray and not the generator. Additionally, on oct-16-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the shaft. A manufacturing record evaluation was performed for the finished device number lot 31702386l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the bent could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).